Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was not in patient use. The device's power management board was replaced to address the issue. Additionally, the front enclosure was found to be scratched. The front enclosure overlay was replaced to address the issue.